Event description:
The manufacturer received information alleging a complaint of high o2 level alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the high o2 level alarm complaint was not confirmed. The o2 sensor is reading 21.8 at ambient conditions. However, there were several ventilator inoperative alarm error codes discovered in the device's event log. The data indicated an issue with pressure sensor(s). Additionally, when the service tech removed the silicone keypad, signs of water ingress with residue that would be consistent with mineral buildup was discovered therefore, the device's circuit board needs replaced. The device was not repaired and has been scrapped.

Manufacturer narrative:
The bipap a40 pro (cax3100s12) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.